Manufacturer narrative:
Section b3: event date - corrected. Section d4: catalog number corrected. Manufacturer's investigation conclusion: pump was exchanged (MFR # 2916596-2024-02319). A correlation between the device and the report of infection could not be conclusively determined. Infection is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Infection has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient had a worsening driveline infection with cultures identified as staphylococcus aureus. They were treated with antibiotics and the driveline was surgically revised on (B)(6) 2022.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient had a worsening driveline infection. They were treated with antibiotics and the driveline was surgically revised in (B)(6) 2022.